Event description:
A ventilator was returned to the manufacturer service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the navigational buttons was observed. The device's front panel/keypad led board was replaced to address the issue.